Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an external ram crc error alarm and an unexpected restart alarm. Customer's blood glucose was 327 mg/dl. Customer reported that insulin pump could not turn back on. After customer was able to turn insulin pump back on after attempting to remove battery. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 error alarm during prime test due to faulty force sensor resistor and unable to perform occlusion test due to motor error alarm. The motor passed motor test. The insulin pump passed a21 test and self-test. No unexpected a17 or a21 error alarm noted during our testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.